Event description:
Healthcare professional reported unknown side ¿another patient with allergan implant rupture has appeared.¿ device status is unknown.

Manufacturer narrative:
Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.